Manufacturer narrative:
In response to FDA report number: mw5152278 and mw 5152279. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected.

Event description:
Patient reported via voluntary mw5152278 and mw 5152279 "I had allergan natrelle 410 highly cohesive anatomically shaped silicone-filled breast implants placed as reconstruction from a bilateral mastectomy for breast cancer. I have since developed breast implant-associated anaplastic large cell lymphoma (bia-alcl) from these implants which were recalled. I will be having the implants removed and will find out about further treatment after pathology comes back. I am believed to be stage I." Biomarkers of cd30 positive and alk negative have been reported, but have not been confirmed via pathology. This record represents the left side. The device remains implanted.